Manufacturer narrative:
(B)(4). Physio- control was unable to verify or duplicate the reported failure. Physio observed proper device operation through functional and performance testing. The device was then returned to the customer for use. A conclusive cause of the failure could not be determined.

Event description:
It was reported that the device randomly cycled through voice commands and was not available for use when it was connected to a male patient in cardiac arrest. The patient was found unconscious and unresponsive. The first responders arrived at the scene and connected the device but it was reported to randomly go through the check electrodes, motion detected abd stand clear commands. A second lifepak 500 defibrillator was made available within a short delay and the same set of electrodes were used to successfully detect the patient connection and reach a "no shock advised" decision. The patient was transported to the hospital where he was pronounced deceased. A clinical review of the reported event by physio-control determined that the device use did not contribute to the patient outcome since defibrillation was not indicated and the first device ECG showed as asystole. Furthermore, the second device was powered on and used in less than a minute to show a similar ECG rhythm as the first device and reached a no shock advised decision. There were no further details on the event and/or the patient provided.